Manufacturer narrative:
H4: in the initial report the manufacturing date was not available. The manufacturing date is 9/4/2013. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
The device manufacture date was not available at the time of this report. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2020 with significant diffuse lamellar keratitis (dlk) in left eye (os), post treatment. No dlk was seen at 1 day post op on (B)(6) 2020. A flap lift and rinse was performed on (B)(6) 2020. It was stated that the patient had no loss in vision. It was stated that patient had been in a spa/sauna over the weekend. On the last visit of (B)(6) 2020, a few infiltrates were seen; cornea stable and uncorrected visual acuity (ucva) 20/20.